Event description:
Boston scientific received information that this patient required a lead revision due to twiddler's syndrome resulting in diaphragmatic stimulation. It was determined that the right atrial lead had dislodged, however both ventricular leads were determined adequate with no issues. The right atrial lead was repositioned with no additional adverse patient effects were reported.

Event description:
Additional information was received that less than a year after the most recent revision, it was reported once again that all the patient's leads had dislodged due to twiddler's syndrome. Due to the lead dislodgement, loss of capture, undersesning, and inappropriate shocks occurred. The physician programmed all the leads off with no further action taken at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead was repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.